Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient the patient expired. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the pulmonary artery for treatment of pulmonary embolism. The patient presented in serious condition with comorbidities. The catheter was used first in the left pulmonary artery without any trouble. After approximately 40 minutes passed that catheter was used in the right pulmonary artery(pa) and upon stepping on the pedal it did not work, an error was received to replace thrombectomy set. It was alleged that the catheter was not reprimed prior to attempting to reuse it in the right pa. A second catheter was pulled from the shelf however; the physician had ended the case. The procedure was not completed due to an unknown reason. The patient expired approximately 30 minutes later in the intensive care unit.